Manufacturer narrative:
B5: describe event or problem h6: health effect - impact code.

Event description:
It was reported that during a thr surgery, while inserting the redapt stem, the top of the anthology inserter poster hard broke off. Nothing was left in patient. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a thr surgery, while inserting the redapt stem, the top of the anthology inserter poster hard broke off. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H10: additional information. Additional information received by the manufacturer. It has been identified that this event should be re-evaluated for MDR reporting. Additional information received by reporter states that the striking plate of the device broke external to the patient which will not contribute to serious injury as the breakage had no contact or risk of contact with the patient or effect on the tissue being treated. This device issue may require use of a replacement or alternate device to complete the surgical procedure and may result in a short delay while that alternate device is obtained, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.¿